Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) experienced residual energy on the right atrial (ra) lead channel post shock that caused the device to then oversense the minute ventilation (mv) signal. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) experienced residual energy on the right atrial (ra) lead channel post shock that caused the device to then oversense the minute ventilation (mv) signal. The device remains in service. No additional adverse patient effects were reported.